Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 450 mg/dl. Customer requests assistance with programming the insulin pump. The insulin pump was programmed successfully and customer will deliver himself a bolus. The troubleshooting was not mentioned for the high blood glucose. The insulin pump will not be returned for analysis.